Event description:
It was reported that during implantation procedure, the lead was implanted and re-positioned multiple times; with each position the lead exhibited high impedance and high capture thresholds. The lead was explanted and replaced with a new lead. The new lead exhibited normal impedance and threshold values. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.